Manufacturer narrative:
Insulin pump received with missing retainer ring and reservoir tube lip o-ring. Insulin pump received with partially broken off piece at the reservoir tube lip. Unable to perform displacement test and p-cap or reservoir will not lock properly due to missing retainer. Insulin pump received with cracked case, cracked case-corner of belt clip rails, and broken battery tube threads.

Event description:
Customer reported via phone call that the insulin pump had cosmetic damage and battery cap metal was fall off. Customer's blood glucose level was 140 mg/dl. Customer was advised to revert to backup plan. Insulin pump will be returned for analysis.